Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had reported symptoms as pain and just had back surgery. Customer's current blood glucose value and at time of incident was 578 mg/dl. Customer assisted on how to rewind the pump. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer could not to troubleshoot for high readings and assisted customer in rewind the pump. The product was not returned for analysis.